Event description:
Facility reported that the end user sustained a laceration from a rough edge on the foot rest of an unknown wheelchair while being transferred. Medical intervention alleged. The wheelchair is no longer being used, patient has been given a new wheelchair for use.

Manufacturer narrative:
This 3500a filing is in response to invacare receiving a medwatch report from the FDA. (B)(4).